Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient was experiencing a "tingling" sensation in her back . Diagnostics did not show any impedance issues. X-rays were taken and showed the lead placed at the t5 vertebral level had migrated and was superficial. The patient's lead placed at the t7 level continues to function. Surgical intervention may take place at a later date to address the migrated lead.

Event description:
Additional information received indicated surgical intervention was undertaken and the lead was explanted and replaced.